Event description:
The customer called to check on his supply order. The customer also stated that he was hospitalized two weeks ago for high blood glucose levels because he ran out of supplies. The customer did not state how long he was off the insulin pump before being hospitalized. Called the customer for more information, but got no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.